Manufacturer narrative:
The device labeling addresses the event of "broken" as follows: "patients should be advised that the sizer may rupture, releasing silicone gel into the surrounding cavity. Causes of rupture include: damage by surgical instruments, such as nicks, slices or puncture; other trauma during surgery, such as improper handling or manipulation do not insert or attempt to repair a damage sizer."

Event description:
Physician reported: "during implantation sizer was broken."